Event description:
Caller reported that the pump battery would not charge and despite using a tandem charging cable and attempting to charge via different wall outlets, charging remained unstable and unrecognized. There was no adverse impact on the customer's blood glucose level. Customer tried using different wall adapters and charging cables without success, and technical support decided to replace the pump. Customer was advised on how to put the pump into storage mode before returning it and chose to use multiple daily injections (mdi) as a backup insulin therapy.